Event description:
It was reported that the physician noted the setscrew was stripped when trying to disconnect the atrial lead during device upgrade. The lead was freed once the septum was removed with tweezers.

Manufacturer narrative:
The reported field event of a set screw anomaly was not confirmed in the laboratory. The v is-1 set screw was not returned. With a replacement set screw, the device was tested on the bench and all set screws tightened normally to full torque to secure test leads.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.